Event description:
It was reported that bd max¿ enteric viral panel 8 samples were found to be false positives. The following information was provided by the initial reporter: cx looked at all evp runs backdated from february 1st she was able to count eight samples in total that showed a false positive result. Of these, 6 samples were declared positive in norovirus and 2 samples in adenovirus channel.

Manufacturer narrative:
H.6. Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had "false positives". Customer reported that they had suspected false positive results for norovirus and adenovirus while running the enteric viral panel assay. A bd field service engineer (fse) was dispatched to the customer site where they performed normalization of the readers on both side a and b. Instrument was qualified and gave passing results. This complaint is confirmed by service. The root cause cannot be determined with the information provided. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. Review of device history record for instrument ct1674 is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument ct1674, and one additional work order was observed on 05may2022 for the complaint failure mode reported.

Manufacturer narrative:
Initial reporter phone: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd max¿ enteric viral panel 8 samples were found to be false positives. The following information was provided by the initial reporter: cx looked at all evp runs backdated from february 1st she was able to count eight samples in total that showed a false positive result. Of these, 6 samples were declared positive in norovirus and 2 samples in adenovirus channel.